Event description:
It was reported by the patient that they had a magnetic resonance imaging (MRI) and that ¿they had to increase my heart rate to 100 bpm.¿ the patient was told they had a ¿shock¿ in the brain and was inquiring if their cardiac resynchronization therapy pacemaker (crt-p) may have caused or contributed to it. The patient later also reported that since the MRI, they have felt ¿hurt¿ and a heartrate of 100. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 900sfc226 heart band implanted: (B)(6) 2020 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.